Manufacturer narrative:
Continuation of d10: product ID: a810, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2020-july-21, information was received from a manufacturer representative (rep), regarding a newly implanted patient receiving mo rphine (10 mg/ml, 2 mg/day) and bupivacaine (10 mg/ml, 2 mg/day) via an implantable pump for malignant pain. It was reported that while trying to get telemetry with a newly implanted pump and a810 clinician programmer app, the rep encountered service code 338 (connection interrupted). The rep stated it was a frustrating experience and the healthcare professional (hcp) was surprised the rep had to re-establish communication all over again. The rep stated the same code appeared again when the rep was looking up a810 reports today. The meaning of the code was reviewed and the rep stated they would let the hcp know. No symptoms or patient complications reported. On 2020-july-23, additional information was received from the manufacturer representative (rep). It was reported the app was updated the morning of the issue to version 1.1.342. The rep has not had the code since that day. The rep has not spoken with the hcp since then and "he was good when we discussed the case following surgery".